Manufacturer narrative:
The insulin pump was received with no button response due to flattened express bolus and esc button dome switches. The insulin pump was also received with a minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's daughter reported via phone call that the insulin pump had a keypad that became very difficult to press. The caller stated that the buttons were hard to push, and unless the customer got a fingernail on the buttons and pushed with all his strength, the buttons did not work. The caller did not know the blood glucose reading. She reported that the keypad anomaly had been present since the customer had received the insulin pump and that it had gotten worse over time. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.